Manufacturer narrative:
Product event summary: at analysis the stated reason for return that the display kept changing and flickering and that the connection for the radiofrequency (rf) head was loose was confirmed. It was noted that the head only interrogated if the port connecting it to the programmer was slightly pressed up and that the flex cable of the display was damaged which caused the screen to both flicker and to turn white. It was additionally noted that the touch screen was defective, one horizontal line was not working around the electrocardiogram (ECG) output and that the latches of the cable bay, the latch of the keyboard and both cover hinge bullets were all cracked. Due to the extent of the damage it was recommended that this programmer be scrapped and replaced.

Event description:
It was reported that the programmer's display kept changing and flickering and that the radiofrequency head port was loose so that it interrogated only if the port was pressed on. The programmer has not been returned to service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the product was returned to service.